Event description:
It was reported that a spectrum pump line was kinked or collapsed and did not alarm an upstream occlusion during heparin therapy. A nurse had programmed a pump to deliver heparin, but the heparin was not delivered to the patient per the prescribed rate. The nurse noted that the infusion bag was not decreasing in volume. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Catalogue #: a partial product code of 35700 was provided. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.